Event description:
It was reported that the catheter had a "split in arterial area (ending of catheter) caused probably by low pressure in catheter (caused by blood clot)." Additional information: catheter was inserted in (B)(6) 2011 and was fine until (B)(6) 2011. On (B)(6), there appeared to be difficulties with dialysis. A blood clot was suspected, patient received a medicine to dilute the blood (streptocinare). When it did not help and x-ray was taken on (B)(6). No part of the catheter broke off. The catheter was removed without incident.

Manufacturer narrative:
A review of the manufacturing records indicated that all device specifications and quality requirements were satisfied. The root cause could not be accurately determined because the physical device was not returned for a complete analysis.